Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of a detached anchor and damaged eyelet on an ar-8825b. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis insertion or prying and leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8825b mini bio-pushlock's anchor broke during insertion. This was discovered during a tfcc procedure with no patient harm. The case was completed with another anchor. The patient¿s bone quality was good, and no fragments remained in the patient. Additional information provided 11-dec-2025: it was further reported that the case was completed with a new anchor.